Manufacturer narrative:
Argon medical was notified of the complaint through the distributor, mafra. The initial complaint was generated in brazil''s notivisa and the complainant indicated that the sample device is unavailable for return to the manufacturer for evaluation. Without the device or any visual evidence for evaluation, the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
Washing the 1.9fr PICC periph central catheter without introducer it was noted to be leaking liquid through the silicone, and the catheter had to be removed.